Event description:
On 04-21-2016, information was received from a physician regarding a (B)(6) year-old, male patient who was receiving lioresal 2000mcg/ml at 900.1 mcg/day via an implantable pump for intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient and the physician heard the pump alarming. It was noted the patient was unable to communicate because of their pre-pump implant diagnosis. On (B)(6) 2016, the pump was read and showed a motor stall occurred on (B)(6) 2016 at 2250 followed by a tube set on (B)(6) 2016 at 2250 with no recovery. The patient was put on oral baclofen 20mg. It was noted the patient was in a nursing facility. The physician did a calculation and determined there was no underinfusion caused by the stall. The most recent refill was (B)(6) 2016. The patient had not had a magnetic resonance imaging (MRI), but he did have a chest x-ray on an unknown date. It was also noted that a laptop was set on the patient's abdomen at various times, but that was the only source of electromagnetic interference (emi) they could confirm. The patient was asymptomatic. On (B)(6) 2016, the patient had a dye study, but the details were not reported. As of (B)(6) 2016, no interventions had occurred yet and the issue was not resolved. The physician would discuss the options with the patient's family (as he was non-communicative) about what could be done going forward but would likely refer the patient to have the pump replaced. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.